Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional was unable to aspirate. X-ray revealed that the catheter fractured subcutaneously. Port and catheter were removed. There was no reported patient injury.

Event description:
It was reported that the healthcare professional was unable to aspirate. X-ray revealed that the catheter fractured subcutaneously. Port and catheter were removed. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One x-port isp with two segments of 8fr groshong catheter and cath-lock. Visual inspection identified complete circumferential break 18 cm from the distal end of the catheter. Visual and microscopic inspection noted slightly jagged edges with smoothing present on both sides of the break. These characteristics are consistent with flexural fatigue, therefore, the investigation is confirmed for flexural fatigue. The most likely root cause of flexural fatigue is routine use. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.